Event description:
Pt was undergoing an endoscopy. While doing a fine needle aspiration using the sharkcore 25ga system, it became inoperable. The needle was unable to be advanced out of the sheath. The system was removed from the scope and it was noticed that the needle had punctured the sheath and was protruding about 1 inch from the tip. No harm to the patient.